Event description:
It was reported, the buttons on patient programmer were stuck while adjusting voltage and caused the voltage to increase and become uncomfortable. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).